Manufacturer narrative:
The field service engineer (fse) found a hole in the water tubing on one of the rinse heads. The fse replaced the rinse tubing, styletted the nozzles on all the rinse heads, replaced various parts, performed cell blank and confirmed rinse levels and gear pump pressures. Instrument performance testing was acceptable. A 21-cup precision check was successfully performed. Calibration was last performed on 07-apr-2022 and was acceptable. The customer provided qc results, however, the target mean and ranges were not provided. Sample alarms were observed on the customer¿s alarm trace data; these are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for ca2 on a cobas 8000 c (701) module. Patient 1 initial result from the c701 module in question was 5.5 mg/dl. The repeat from a different c701 module was 9.9 mg/dl. Patient 2 initial result from the c701 module in question was 7.05 mg/dl. The repeat from a different c701 module was 9.8 mg/dl. No questionable results were reported outside of the laboratory. The technician thought the results were low according to their standard operating procedure (sop) and repeated the samples. The repeat results were believed to be correct. The ca2 reagent lot number was 60814401 with an expiration date of 30-apr-2023.